Event description:
Medtronic received information that 1 day following the implant of this transcatheter bioprosthetic valve, an echocardiogram showed mild-moderate paravalvular leak (pvl), a mean gradient of 9 mmhg, an effective orifice area (eoa) of 1.9 cm2 and a doppler velocityindex (dvi) of 0.78. Approximately three years and five months post-implant, the patient was admitted to the hospital with congestive heart failure (chf) and aortic stenosis. An echocardiogram showed the aortic valve mean gradient had increased to 48 mmhg, a velocity max of 4.4 m/s, an eoa of 0.7 cm2, a dvi of 0.24 and mild pvl. No treatment was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that a pre-balloon aortic valvuloplasty (bav) was not performed. Upon review of the old operative imaging it appeared the valve was implanted deeper than reported within the operating notes. As reported, there was no dislodgement or migration post-deployment. A post-bav was not performed. Per the physician, it was believed that the early valve deterioration was due to the patient¿s pre-existing blood disorder, myelodysplastic syndrome with thrombocytosis, and not being prescribed life-long anticoagulants. A transthoracic echocardiogram prior to the valve revision indicated an ejection fraction of 56%, moderate diastolic dysfunction (stage 2), severe aortic stenosis, v max 4.8 m/s, max/mean pressure gradient (pg) of 93/61 mmhg, di -0.2, aortic valve area (ava) by velocity time integral (vti) of 0.34 cm2, and at least mild regurgitation. The patient was doing well and discharged to a rehabilitation facility. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated that the previously reported mild regurgitation obtained from the echocardiogram prior to the valve revision, was further clarified as a combination of both mild intravalvular regurgitation and trace paravalvular leak (pvl). Of note, the echocardiogram noted the mitral valve had thickened and calcified leaflets, annular calcification and mild stenosis with mild regurgitation. The tricuspid valve was without significant stenosis with mild regurgitation. As reported, the blood disorder may have been a contributing factor to these other valves. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: two static images were provided for review of event described above. Transthoracic echo report was provided for review. Echocardiogram assessment of the aortic valve reports severe stenosis and at least mild regurgitation of the tav. Fluroscopic image provided below shows a deep implant of a 29 evolut pro with a depth of around 9mm on the noncoronary cusp and 12mm on the left coronary cusp. Recommendations at the time were a target implant depth of 3-5 mm. This would be considered a deep implant and the valve leaflets would be in an intrannular position versus supra-annular. Paravalvular leak (pvl) and aortic regurgitation (ar) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Based on the image review, the valve was implanted deep, with a depth of around 9mm on the noncoronary cusp and 12mm on the left coronary cusp. This may have been a contributing factor to reported pvl and ar. However, a conclusive cause could not be determined from the limited information available. Heart failure is known potential adverse effects per the device IFU. Unfortunately, a relationship of the reported congestive heart failure to the device or procedure could not be determined with the limited information available, though it is likely related to a patient condition, but a conclusive cause could not be determined from the limited information available. Stenosis is a known potential adverse effect per the device IFU. Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non-structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. Unfortunately, the failure mechanism of the device cannot be established, and the conclusive cause of the reported high gradient cannot be determined. Calcification is a bioprosthetic valve failure that is patient influenced. As calcium deposits form on the valve, they can potentially cause narrowing at the opening of the valve. The presence of calcification and its rate of formation is dependent on patient cond ition (e.g., blood chemistry). Per the physician, it was believed that the early valve deterioration was due to the patient¿s pre-existing blood disorder, myelodysplastic syndrome with thrombocytosis, and not being prescribed life-long anticoagulants. However, a conclusive root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the valve had initially been implanted within the native valve due to aortic stenosis. Other anatomical factors that could have contributed to the event were unknown. The valve had been reported to be implanted at 4 millimeter (mm) on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). As reported, the imaging post deployment showed the valve deeper at approximately 8mm ncc and 14mm lcc. Additionally, the bioprosthetic valve leaflets were reported as calcified. Ultimately, the transcatheter valve was revised. A non-medtronic transcatheter valve was implanted valve-in-valve. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.